Manufacturer narrative:
The device was returned to olympus for inspection, and the image issue was not confirmed. Device evaluation did find the c-cover was corroded. Based on the results of the investigation, and since the image issue was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the corroded cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited an image with lots of small, colorful lines on both processors. The event occurred during inspection for use. There were no reports of patient involvement.